Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was explanted on 2025 as part of a system extraction due to infection. The patient condition was not known.

Manufacturer narrative:
Section d4 - UDI is not available as product information was not provided. Section d6b - the reported date of explant was an estimated date, and was reported as follow, "the 7120 lead removed on 2025" as stated in the medwatch form.